Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. There have been one other similar complaint reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that following a glaucoma shunt placement, the pt experienced elevated intraocular pressure (iop) and corneal endothelial cell loss. On the first postoperative day, the tip of the glaucoma shunt was noted to be in contact with the iris, but the iop was not elevated. The iris contact was also observed on the third postoperative day, but the iop continued to be within a normal range. At the one week postoperative visit, the iop was noted to be normal with the tip of the shunt in contact with the iris. The surgeon observed corectopia at this visit. At the one month postoperative visit, the iop was noted to be normal with the tip of the shunt still in contact with the iris and the corectopia still present. When the pt returned for the three month postoperative visit, the iop was noted to be 57 mmhg. The shunt continued to be in contact with the iris and the surgeon reported the bleb had disappeared. The surgeon performed a suture lysis and a yag laser procedure to free adhesions to the iris. The surgeon performed a needling procedure and iridectomy one week later. No decrease in the pt's iop was noted following these procedures according to the surgeon. Four months following the initial shunt placement, the surgeon performed a cataract removal with intraocular lens (iol) placement and trabeculectomy. The glaucoma shunt was left in place and was not in contact with the iris. The surgeon reported that following this procedure, the pt's iop elevation resolved. At the six week postoperative visit following the iol placement, the pt's corneal endothelial cell counts were noted to have decreased. According to the surgeon, the corneal endothelial disorder was caused by the combined surgical procedure. The pt's visual acuity was noted to be hand motion at this visit. The pt was noted to have a preexisting retinal vein occlusion and his visual acuity was recorded as count fingers prior to the initial glaucoma shunt placement. The manufacturer and model of the iol is unknown at this time. Additional info has been requested.